Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed due to one of the univers vaultlock¿ glenoid trial posts, small had broken off. Visual inspection identified one of the posts broke off, and the edges around the device were chipped. The most likely cause can be attributed to use error due to the damage incurred during the insertion and/or removal process of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic shoulder surgery the trial glenoid broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.